Event description:
It was reported that a malfunction alarm occurred with a code displayed as malf 12. Blood glucose levels did not exceed 500 mg/dl, indicating a normal range without adverse impact. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any further issues occurred.